Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. The atrial lead trend was disabled and data cleared. Impedance at implant was listed as 674 ohms. The lifetime impedance maximum measured 1285 ohms. Concomitant medical devices: 503452 lead, implanted: (B)(6) 1998.

Event description:
It was reported that the right atrial lead had a confirmed fracture via fluoroscopy. The right ventricular lead had thresholds that were intermittently high and high impedance was noted on the analyzer. The leads were capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.